Manufacturer narrative:
(B)(4).baxter received and evaluated the device. The symptom of no audio was confirmed and reproduced during evaluation. The cause was found to be a failed speaker.the rear case which contains the speaker was replaced.(B)(4)

Event description:
During baxter's evaluation of a spectrum pump, the device had no audio. There was no patient involvement.